Manufacturer narrative:
(B)(4)

Event description:
It was reported the device "wasn't working." The programmer was checked and it showed the batteries were "fine" and the stimulation was on. The reporter was unclear as to why the pt indicated the stimulation was not working. Additional info has been requested, a follow-up report will be sent if additional info becomes available.